Manufacturer narrative:
(B)(4). Concomitant medical products: cemented tibia, catalog #: 42532006701, lot #: unk, all poly patella, catalog #: 42540000035, lot #: unk, ps fixed bearing articular surface, catalog #: 42511400511, lot #: unk, palacos rg 1x40 single, catalog #: 00111314001, lot #: unk. Customer has indicated that product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in process. When the investigation is complete, a follow-up MDR will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06677, 0001822565-2018-06678, 0001822565-2018-06679, 0001822565-2018-06680. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, patient has irritation on stomach and neck, left knee hot to touch, left knee pain, left knee limited range of motion and irritation on face.

Manufacturer narrative:
Upon the investigation of this event, it was noted that this device was initially reported under the incorrect manufacturing site. Please find the device reported on 3007963827-2019-00268.

Event description:
Upon the investigation of this event, it was noted that this device was initially reported under the incorrect manufacturing site. Please find the device reported on 3007963827-2019-00268.